Event description:
It was reported by the patient that before initial use of carelink monitor, the batteries were checked and the battery leaked fluid. It was further reported that three of the batteries were inserted correctly and one were in the wrong direction. The patient reported that these are the monitor arrived with batteries installed. The patient cleaned up the fluid and successfully sent a transmission. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) remote monitor batteries are not installed prior to shipment. Further review prompted a change in the device analysis results.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that before initial use of carelink monitor, the batteries were checked and the battery leaked fluid. It was further reported that three of the batteries were inserted correctly and one was in the wrong direction. The patient reported that the monitor arrived with batteries installed. The patient cleaned up the fluid and successfully sent a transmission. No patient complications have been reported as a result of this event.